Event description:
Device issue: inflation issue/resistance/kink. Onset of device issue: during the procedure. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the mildly tortuous and non calcified left ascending artery (lad) lesion was predilated with an unspecified device. Resistance was felt when advancing. Difficulty was experienced inflating the device due to a shaft kink. Immediately after the use of this device, a distal dissection was noted that required implantation of a 3.0 x 32mm stent. There was no difficulty removing the device. Chest pain was noted during the procedure. There is no additional event or pt information available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4): removed. Evaluation summary: evaluation of the returned product found blood and contrast visible on the distal shaft, which is consistent with handling and preparation. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the anatomy was mildly tortuous and the stent delivery system (sds) was attempted to cross a previously deployed stent, which likely contributed to the reported failure to advance. The hypotube and jacket material were separated 14 cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There was a kink in the hypotube near the separation. In this case, it is likely that the shaft kinked and partially separated as the sds was advanced into the mildly tortuous patient anatomy. Further manipulation of the shaft likely contributed to the shaft separating. It was reported the patient experienced chest pain during the procedure. Angina is listed in the promus instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. A conclusive cause for the reported angina, and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance, kink, and noted hypotube separation appear to be related to the operational context of the procedure.

Event description:
Subsequent to initial medwatch report, the following information was received: it was reported that the mildly tortuous and non calcified lad lesion was predilated with an unspecified device. Resistance was felt when attempted to be advanced through a previously placed stent. The stent was not deployed because it could not be advanced to the point of need and was replaced by an identical stent, which was deployed without difficulty. There was no difficulty removing device. A shaft kink and stent damage were noted when the device was removed. Chest pain was noted during the procedure. There is no additional event or patient information available. Although it was initially reported that a dissection occurred, there was no dissection but instead resistance, angina and a kinked shaft.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.